Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image). The customer reported no adverse event. The event involved product(s) mmt-1880. Customer reported a critical pump error/open book image error. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Successfully downloaded the trace and history files using thump. A review of the trace/history download shows no fatal alarms or critical error handling alarms that would trigger a critical pump error (open book image) alarm. The main error log shows the open book happened due to three internal flash errors. The callstak was overwritten and the detailed traces and diagnostic traces don¿t cover the time frame of errors. The pump was cut open for a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2) and inside the battery tube. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, stained keypad overlay, cracked battery tube threads, cracked battery compartment at the corner of the belt clip rails, stained and fading serial number label, and pillowing keypad overlay. Critical pump error (open book image) alarm is confirmed due to moisture damage on the electronics. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.